Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had reddening and blackening of the image when blood was viewed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defect and corrosion of the light-guide fibers glass of the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dim endoscopic image was caused by defect and corrosion of the light-guide fibers glass of the distal end. Defects and corrosion of the light-guide fibers glass were caused by improper user use or maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had reddening and blackening of the image when blood was viewed. There were no reports of patient harm.